Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility representative(s). "The biomed is sending the uim [user interface module] in for repair during pre-use the touchscreen display is dark and only the leds are lit audible alarm is present."

Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. Event codes were derived based on information documented by a carefusion tech support specialist in response to a phone conversation(s) with a user facility representative. The carefusion factory service department evaluated the alleged faulty user interface module (uim), verified the complaint and determined that the root cause of the reported event was a faulty control board. The carefusion factory service department replaced the control board and ran the user interface module through a complete checkout to ensure it meets all factory specs. Upon completion the user interface module was returned to the customer to reinstall and return the device back into service. Based on the current information, this is a known issue with the vintage of this control board. Carefusion has initiated an internal corrective action request through our corrective and preventative action system to address this issue. Should the failure analysis lab evaluation reveal that the failure of this control board is not associated with the known issue, a follow up medwatch report will be submitted.